Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 9392511 and 510k# k094025 and UDI# (B)(4) is approved for sale in the us. (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient underwent an unknown surgery. Post-op, cage back-out was observed. Recurrence of stenosis has also been reported. Hence, a revision surgery, posterior lumbar interbody fusion(plif) at l4-5 was performed on (B)(6) 2017 to explant the products. No patient complications were reported after the revision surgery.